Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by an accidental failure due to aging, because the device was manufactured in 2001 based on the serial number and is more than 19 years old. Or it may have been caused by the user's handling, such as falling or hitting hard objects. Since the device was manufactured in 2001 based on the serial number, omsc determined that the device was manufactured more than 15 years ago and could not confirm the device history record. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus repair center in (B)(4) for evaluation. Olympus repair center inspected the device and confirmed the following; the paint on the housing parts was damaged and one screw on the housing was missing. The power switch was stiff and damaged. The pump performance did not meet specifications and air flow rate was low. The inner tubes were yellowed and porous. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus repair center in (B)(4) and found that the power cord receptacle was cracked and damaged. There was no report of patient injury associated with the event.